Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient with chronic renal failure in the uremic stage underwent balloon dilatation and stent placement using a covera vascular covered stent via distal radial vein access. Following full deployment of both stents, a follow-up ultrasound revealed that approximately five cm of plastic tubing was visible at the proximal ends of the stents. One portion was located within the sheath, while the other extended into the vein beyond the anastomosis. Open surgery was immediately performed to remove the stents. Following dilatation, the vessel wall was found to be too thinned to allow for suturing; therefore, the fistula was closed. Furthermore, the second stent was reportedly fractured at the proximal (coaxial) end. The patient's current condition is unknown.